Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) came into failure analysis with the reported problem (error 32097,319). The errors were confirmed. During visual inspection, the rolling loop assembly was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode (error 319). The unit was also tested on a pftp, fiber test failed pointing to rolling loop. Once testing was completed, the clock spring fiber cable were aba tested, and it was verified to be the source of the fault. As a result of these investigation, failure analysis was able to conclude that the rolling loop assy was found to be the root cause of the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive the usm involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called in to report that the system was triggering a recoverable fault and universal surgical manipulator (usm) 4 was disabled. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs which showed several occurrences of error 32097 pointing to the axes controller motor (acm) on usm 4. The tse asked the customer to perform a hard power cycle and emergency power off (epo), but the error/issue was not resolved. The site disabled usm 4 and continued with the other three usms. The procedure was completing as planned with no reported injury.